Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported through the sales rep, mr (B)(6), that: "the item involved broke off". No adverse consequences reported by the customer. The surgeon completed the surgical procedure using another item available in the theatre. Updated info: the sales rep reported that: "the item wasn't able to keep on the pins."